Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has alarmed no delivery a couple of times in the last few weeks. Customer did not know the period of use of the infusion sets. It was stated the customer disconnects when the alarm occurs and delivers a bolus into the air and no alarm occurs. Sometimes the cannula is bent. Nothing further reported.